Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported thru doc matter that they recently experienced complications after evh due to postoperative hematomas in the lower leg, especially in patients who need warfarin. They normally insert a redon after evh and leave it for 48h plus elastic bandage for up to 5 days. Sometimes these measures are not enough and they have to re-operate and remove the hematoma.

Manufacturer narrative:
Trackwise #(B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. No further information is available. Insufficient information: (4119/213/67) the incident event for this complaint did not identify a specific failure mode or device.

Event description:
N/a.